Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. After crossing the cto lesion with a non-boston scientific (bsc) guidewire and microcatheter, the initial dilation was performed with a coyote es balloon. After that, the balloon size was increased to an 4mm x 20mm x 144cm coyote es balloon catheter and another dilation was performed. However, the balloon ruptured upon third inflation at 14 atmospheres for 30 seconds. The device was removed without any problem and used a non-bsc balloon for dilation. An eluvia stent was placed, and the procedure was completed. No complications were reported, and the patient was in good condition after the procedure.